Manufacturer narrative:
(B)(4). To date, the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the device failed to provide failed to provide consistent tissue fusion during a laparoscopic sleeve procedure. The surgeon used another instrument to complete the procedure. There was no pt injury. The site contact stated there is no add'l info regarding this case.